Event description:
The customer reported the system displayed an iris potentiometer error code message. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and the iris positions were calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.